Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1199 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the peel-away sheath was not smoothly inserted to puncture site and sheath was moved back when inserter push sheath toward to skin. (B)(6) 2020 per info received, introducer not break and stuck into patient instead customer remove the introducer right away, replace and complete the procedure.